Event description:
The patient reported that the up arrow button was intermittently responding for the past couple months. The patient reported having to press the button hard to get it to respond. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and ok buttons were found to be intermittently responding to presses and required increased force to activate. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.